Manufacturer narrative:
Section d8 was updated. This event occurred in ecuador. According to the inspection report which was conducted by an external party, the laboratory socket where the instrument was connected showed an incorrect wiring situation. As a further finding the laboratory was not designed to meet the requirements to operate as a laboratory. A thunderstorm was reported that evening. It is possible that an electrical charge as a result of the storm combined with the incorrect grounding system could have contributed to the event. The customer disposed of the instrument so it was unavailable for inspection by roche. With the information provided, the investigation concluded that the cobas c111 analyzer was not the cause of the fire. The cobas c111 analyzer conforms with international electrotechnical commission (iec) standards.

Manufacturer narrative:
The cause of the fire has not been identified. The preliminary investigation identified issues with the outlets in the laboratory h3 other text : na.

Event description:
The customer alleged that on (B)(6) 2023, sometime around 11 a.m. The cobas c111 analyzer caught on fire. No injury was alleged and no damage to other equipment or surroundings in the laboratory was reported.